Event description:
On 9/26/97, the account reported an aberrant digoxin result of 0.33 ng/ml, which was run on the axsym analyzer. According to the account, an error message was not given. The customer stated that 2 specimens, a serum and plasma specimen, were drawn on the pt after a dose of digoxin. The assay was to be run on the plasma sample, but the account was not sure if the serum sample was used for testing. On 9/30/97, the account confirmed that the initial result was obtained from the serum sample, which had contained a fibrin clot. The plasma sample was retested within 24 hours and gave the following results: undiluted, >4.0 ng/ml; diluted, 4.35 ng/ml. The serum sample was not reassayed. No further info has been provided by the account. Treatment was not changed based upon the initial reported result. No report of injury.